Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by (B)(6), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (age, gender, cardiogenic shock, and medical history of atrial fibrillation and hypertension) and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remained implanted.

Event description:
Edwards received notification from a patient's spouse. As reported, the patient's spouse called to notify edwards' that the patient died 15 days post tavr at the implant hospital. Per the medical records, the patient underwent tavr with a 23mm s3ur. The valve was deployed 90% aortic and 10% ventricular. Immediately post-deployment, the patient became hypotensive. Despite no evidence of aortic rupture or effusion, fluid resuscitation was initiated due to small lv size and hyperdynamic contraction. After receiving 1.5l of IV fluids, blood pressure dropped again. Echocardiogram revealed progression of mitral regurgitation from moderate to severe. Despite unclear etiology, the patient was in cardiogenic shock with elevated lvedp at 44, hypotension, and severe mr. The patient was stabilized with impella, with improvement in blood pressure and wedge. A swan-ganz catheter was placed via the right jugular vein for further monitoring. No evidence of bleeding was found on the abdominal aortogram from the iliac arteries or the aorta. The plan was to reassess hemodynamics after 4 hours and possibly wean off impella in the morning. While still hospitalized, approximately two weeks post procedure, the patient presented with a complex clinical picture, including paroxysmal atrial fibrillation, acute kidney injury, anemia, thrombocytopenia, acute ischemic stroke, elevated liver enzymes, urinary retention, and dysphagia. The decision was made to continue with supportive care. The possibility of transitioning to hospice care was discussed if the family declined the option of a feeding tube and intubation. 15 days post tavr, the patient's prognosis worsened. Following the placement of a nasogastric (ng) tube by interventional radiology, the patient experienced desaturation. Despite the procedure being uneventful and atraumatic, the patient required suctioning upon arrival due to the presence of blood. The patient was placed on bilevel positive airway pressure (bipap) but remained hypoxic, with oxygen saturation levels in the 60s, necessitating bagging. The patient was suctioned multiple times due to the presence of thick blood and clots. Notably, the patient lacked both cough and gag reflexes and was observed to be breathing agonally. Despite another attempt at bipap, the patient was unable to ventilate. The patient's family was updated on the situation, and the decision was made by her husband to transition to comfort measures. Unfortunately, the patient passed away shortly thereafter.